Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a spinal fusion surgery on (B)(6) 2022, it was observed that four (4) x25 tightener shaft devices were stripped at the distal end tip. According to the report, the event was noticed upon completion of the spinal scoliosis correction when the surgeon was using the expedium verse device. The procedure was completed using the same device without delays. There were no adverse patient consequences reported. No additional information was provided. This report is for one verse x25 inserter/tightener device. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, h4: the lot number, expiration date, and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Investigation summary ==> the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the verse x25 inserter/tightener was striped. No other product problems were identified. A dimensional inspection was performed for the verse x25 inserter/tightener and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the verse x25 inserter/tightener would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a review of the receiving inspection (ri) verse x25 inserter was conducted identifying that lot number gm4773001 was released in one batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.